Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient reported that she received a sensor that was providing false ¿high¿ readings during that time, which led to her hospitalization. The patient mentioned that she was unable to perform fingerstick blood glucose (fsbg) checks because she believed her glucose levels were indeed high based on the cgm readings. During the report, when troubleshooting questions were asked, the patient declined to provide further information regarding what happened afterward. The patient also expressed frustration with the questions, stating that she only wanted to request a replacement sensor. The technician called back and spoke with the patient; however, the patient again declined to provide any information regarding the medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.